Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified two curved openings, red particles material on the shell, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp crease opening, one striated opening, stress marks, and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening and one striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture and "capsular contracture," baker grade unknown. Device has been explanted.